Event description:
It was reported the keyboard was broken. It was also reported a printed circuit board assembly test failure occurred. The failure is related to software control gain which affects how the rf (radio frequency) head will work. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported printed circuit board (pcb) assembly issue; the pcb assembly tested out of electrical specification. No other anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 2067 rf (radio frequency) head.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.